Manufacturer narrative:
Initial reporter facility name: (B)(6). Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444, mexico or baxter healthcare ¿ englewood 14445 grasslands dr englewood, co. 80112 united states should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the ramp of a em2400 valve set. This was observed during production. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h4, h6, and h10: d4: lot # - 60392776 (previously submitted as ni) h4: the lot was manufactured between august 30, 2023 ¿ september 1, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter last name: (B)(6). Correction made to e1: initial reporter state: na (previously submitted as ni). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.